Manufacturer narrative:
Final analysis found that the device was exposed to cold weather and the failure was reproduced in the lab. Backup operation was likely caused due to exposure to cold temperature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation in box. The device was not used.